Manufacturer narrative:
This follow-up report is being submitted to relay additional information device was not returned for product evaluation, but complaint was confirmed based on information provided. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
In revision surgery, the inflamed tissue and the metallosis tissue were removed. The femoral head had no wear on the outer surface; most of the wear was on the neck. The range of motion was checked without any instability after surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-04312 / 04313 / 04323).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately six years post-implantation due to patient allegations of pain, inflammation, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ions and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.